Manufacturer narrative:
Follow up with the reporter provided additional information that the patient has had a chronic infection for many years. There were multiple attempts at debridement while retaining the components; these attempts failed. The patient was placed on chronic antibiotic suppression but had persistent pain in the shoulder. A second surgery was therefore performed; the components have been removed and an antibiotic spacer has been placed. The surgeon plans to re-implant once the infection is cleared. The patient will be on IV antibiotics for 6 weeks. The explanted device was reported as intact with no structural damage. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but has not been released by the facility, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Relevant patient's health history and preexisting medical conditions and well as result of cultures taken/type of organism(s) identified were requested but not provided. Based on the information provided, a definitive cause for the chronic post-operative infection could not be determined. Product directions for use (B) (4) note potential adverse effects of joint replacement surgeries include infections, both deep and superficial. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Hospital will not release w/o pt consent.

Event description:
It was reported that a humeral stem implanted seven years ago was removed via a revision surgery. The reason for the removal is not known. No further patient or event information was provided at the time this event was reported.